Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous upper limb vessel. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres, the balloon ruptured. The device was removed without issues and completed the procedure with a different device. There were no patient complications nor injuries reported.